Event description:
Initial result for a patient sodium was 125mmol/l. When repeated, the result was 140 mmol/l. The incorrect result was not used to guide therapy. The field service representative found the kci had formed a salt bridge and repaired the instrument by cleaning the ise module and replacing the tuibing.